Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. The exact root cause of the annular rupture is unknown but may be related to the mechanisms above and patient factors (narrow aortic annulus and moderate calcification, septal hypertrophy). A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards (B)(6) affiliate, during a tf tavr procedure pre balloon aortic valvuloplasty (bav) was performed. The patient¿s blood pressure (bp) lowered a bit post bav, but the sapien 3 valve was successfully deployed. Following valve implant, the patient¿s blood pressure decreased again and narrowing of the left ventricular lumen was observed, which appeared to be a suicide ventricle. Percutaneous cardiopulmonary support (pcps) was initiated and pericardiocentesis was performed. Thoracotomy revealed there was a contained rupture in the aortic annulus at the right coronary cusp side. Bio-adhesive was applied and hemostasis was achieved. Pcps was removed and intra-aortic balloon pumping (iabp) was introduced instead. The decision was made not to close the chest since the left ventricular lumen was swelling. The aortic valve area measured 300mm2 and moderate aortic valve calcification was reported. There was severe ventricular septal hypertrophy and the left ventricle was narrow. The device remains deployed in the patient and will not be returned for evaluation.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.